Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Furthermore, the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced right heart failure with central venous pressure (cvp) over 18 mmhg, ascites and peripheral edema. Surgical procedure (aortic valve atresia, and tricuspid valve repair) was performed. Ventricular assist device (vad) adjustment was also required. Association with device was considered unlikely but unable be ruled out.